Manufacturer narrative:
Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected because according to the recipient report the device was explanted due to an extrusion of the electrode lead into the external ear canal. Following the extrusion the recipeint accidentally pulled the electrode out of cochlea. Reportedly the recipient had a bacterial infection and had episodes of ear infection prior to this event. However, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. The problems given in the recipient report appear to match the investigation results. This is a final report.

Event description:
The electrode array extruded out into the external auditory canal and could be seen hanging out of the ear. Some part of the electrode had extruded through some skin before the user was able to accidentally pull the electrode completely out. Reportedly there had been an ear infection prior to this. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode array extruded out into the external auditory canal and could be seen hanging out of the ear. Some part of the electrode had extruded through some skin before the user was able to accidentally pull the electrode completely out. Reportedly there had been an ear infection prior to this. The user was re-implanted.